Event description:
Pt was revised because the femoral component rolled forward on flexion. It was reported that the pt had a torn quad mechanism and soft tissue issues.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not determine the exact root cause, but info provided indicates that the pt's ligaments and soft tissue were likely a contributing factor. The initial report states that it is not suspected that the product failed to meet specs or contributed to the reported event. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.